Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working correctly. Customer experienced high blood glucose and it was treated with syringe. Customer was using old insulin pump and it was working perfectly. Customer alleging that the insulin pump was under delivering as it was not pushing insulin; however customer performed high pressure test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08685 inches. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No active insulin anomaly, under delivery anomaly or over delivery anomaly noted. Device primed properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.